Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed damage (bend) to the collar.

Event description:
It was reported that device detachment occurred. The target lesion was located in the calcified right coronary artery. A guidezilla ii guide extension catheter was selected for use. During the procedure it was noted that the joint was broken. The device was simply pulled out and the procedure completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that device detachment occurred. The target lesion was located in the calcified right coronary artery. A guidezilla ii guide extension catheter was selected for use. During the procedure it was noted that the joint was broken. The device was simply pulled out and the procedure completed with another of the same device. No patient complications were reported and the patient was stable post procedure.